Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: inventory specialist the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the physician stated that the involved angio-seal device valve was very leaky and did not appear to provide a good seal. The case being performed was a left heart catheterization (lhc). Patient is reported stable. There was no blood loss. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received (B)(6) 2023: manual compression was used in conjunction with the deployed device.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed since the sample was not available for evaluation. The exact root cause was unable to be determined. The device history record (DHR)review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).